Event description:
New information notes that the ICD was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with stored episodes of non sustained lead noise due to sporadic ventricular oversensing. The patient performed isometric and positional movements with no noise being reproduced. Further testing resulted in no noise reproduced. Cardioversion and high voltage shock was performed with no visible noise.